Event description:
It was reported that during the procedure, subject balloon of the subject balloon catheter could not be deflated. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject balloon catheter was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the subject balloon catheter was not returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. A guidewire 200cm was used in conjunction with the subject balloon catheter. It is most likely that anatomical factors encountered during the procedure contributed to the deflation issue but as the subject device was not returned for investigation this could not be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue 'balloon difficult/unable to deflate during use¿.

Event description:
It was reported that during the procedure, subject balloon of the subject balloon catheter could not be deflated. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.